Event description:
It was reported that the customer was unable to rewind the insulin pump when he was refilling his insulin cartridge. Customer was doing a dual, square bolus. The customer was advised that he will not be able to rewind it until completes. Customer's blood glucose was low, 37 mg/dl due to he gave too much insulin. He treated with food and drink and blood glucose went up to 64 mg/dl then 84 mg/dl. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.